Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. Impedance testing shows a good unit wave form.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the imaging window was damaged. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. The opticross imaging catheter was flushed and then advanced for ultrasound examination of the target lesion. It was noted that the imaging sensor was damaged and imaging failed. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient condition was fine. However, device analysis revealed the imaging window was detached.